Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise resulting in inappropriate shocks as discovered during interrogation upon the patient's presentation to the hospital. The patient was reported to be pacemaker dependent and pacing inhibition of an unknown duration was also noted. The physician elected to explant and replace the device and abandon the pace/sense portion of the rv lead while implanting a separate pace/sense lead. It was confirmed that the device did not exhaust therapy. Laboratory analysis concluded the crt-d was not the root cause of the observed clinical observations. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the crt-d was performed. A visual inspection of the device header and case noted that the header was loose, but determined to be the result of the explant procedure. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to identify any device characteristics that would have caused or contributed to the reported clinical observations.